Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown targeting arm. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient presented with a trochanteric fracture of left side due to a gunshot wound. Surgeon performed a gamma nail and when surgeon was almost done, the targeting arm would not unscrew. Surgeon had to remove hardware and install a new arm which delayed surgery at least 1 hour as a result. Sales rep clarified that the nail, targeting arm and nail holding screw are stuck together. No issues for locking screw were reported "though they did remove and discard it. When they put new nail in, the length of the screw was no longer correct.

Manufacturer narrative:
The evaluation of previous complaints revealed the target device and nhs to be the primary product. An inspection and a review of the DHR were not possible because the products and lot codes were not provided; the root cause could not be determined. Previous complaint evaluations revealed that jamming nhs are caused by too strong torque forces (leading to material fretting) or damaged nhs head due to hitting the screw with the strike plate or directly with a hammer. Design, dimension or material related issues were not detected in the past. The IFU contains that the instruments shall be handled with care to prevent damages. Furthermore the target device contains a thread for a strike plate to insert the nail; it is not allowed to hit the nhs for nail insertion. It is very likely that the nhs got damaged by the strike plate or by a hammer during nail insertion. No non-conformity identified. Product was not returned/

Event description:
It was reported that patient presented with a trochanteric fracture of left side due to a gunshot wound. Surgeon performed a gamma nail and when surgeon was almost done, the targeting arm would not unscrew. Surgeon had to remove hardware and install a new arm which delayed surgery at least 1 hour as a result. Sales rep clarified that the nail, targeting arm and nail holding screw are stuck together. No issues for locking screw were reported "though they did remove and discard it. When they put new nail in, the length of the screw was no longer correct.&#54090;